Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7083265 / 7084960.

Event description:
It was reported that the patient developed an infection at the pocket and midline incision sites. Symptoms of infection were fever and redness at the incision sites. It was also noted that the patient contracted covid-19 and had associated symptoms. The infection was not device or procedure related and the cause was unknown. The patient was placed on antibiotics and was hospitalized. The patient underwent an explant procedure. The explanted ipg and leads were not returned as they were kept by the medical facility.